Event description:
A document-only email reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting and was in the process of obtaining a new device.